Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they charge every week and they can barely hear the recharger "click" while the ins is charging. Reviewed the clicking sound is not part of the beeping function and can't be adjusted. Patient mentioned they got a replacement wr in feb,. Patient said they started trying different programs. Patient said they leak so much. Patient said their symptoms are not 50% better. Patient said they cath 4 times a day. Patient said some day they get up cath then all morning they are running back and forth to the bathroom. When asked for the event date the patient said "quite a while". Patient said they see the hcp is a couple months.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.